Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc product. There were no patient complications nor injuries reported.